Event description:
In 2005, the patient's device magnet reportedly extruded due to a head trauma, the surgeon successfully placed the magnet into position. The patient's device remains implanted. The following month, the patient was seen and programming adjustments were made. The patient's performance reportedly seemed within expectations.